Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level was 52 mg/dl. Reportedly, the customer drank orange juice to treat the lowered blood glucose level. Customer declined to provide additional information.